Event description:
The patient was experiencing withdrawal type symptoms from dilaudid. The patient reported hearing an intermittent alarm from the pump. The expected and actual reservoir volumes matched and the dye study was negative. The hcp reported difficulty interrogating the pump even though it is very close to the skin. The hcp gave the patient a therapeutic bolus after the dye study. The patient reported relief after the bolus.